Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0tesh, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that since she got back from her trip to the (B)(6), she started to feel pressure in her stomach and she had pain at the implant site. She had pain in her back when working. The patient's overactive bladder (oab) changed since she came back and she did not have any urinary control and she had to take zanex to sleep. It was confirmed that stimulation was on and on program 2 at 0.70. The patient then switched to program 1 and felt stimulation and she felt it more in her stomach. There was no trauma or fall that could be related to this issue. The event occurred on (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.